Manufacturer narrative:
Additional information in b5, b6, b7 and d11. B5: upon follow up it was reported, that the patient was not hospitalized for the event. On an unreported date, antibiotic therapy was discontinued. At the time of this report, the patient has recovered from the event. D11: extraneal should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause was unknown. It was unknown if the patient was hospitalized for the event. The patient was treated with tobramycin injection (40 mg,once daily and route not reported) and vancomycin injection (1 g, for 5 days and route not reported) for peritonitis. At the time of this report, the patient outcome was unknown. Pd therapy was ongoing. No additional information is available.